Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure spine application became unresponsive when attempting to navigate an instrument after taking a second imaging spin. The instrument was not tracking in the software. During troubleshooting, the mouse became unresponsive. Surgeon opted to aborted the use of navigation. The surgery was completed without the use of navigation. There was no reported delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.